Manufacturer narrative:
The sodium electrode lot number is fue32. The expiration date was not provided. The field service engineer (fse) inspected the analyzer and found residue in the sipper and sample probe, bubbles in the ion-selective electrode (ise) line, and a chip at the bottom of the dilution cup. He cleaned the sipper probe, vacuum nozzle, and sample probe, replaced the dilution cup, and completed multiple ise reagent primes. The analyzer's performance was verified by the fse's multiple ise and precision checks, including customer-run calibrations and qcs. The issue was not resolved, and on the fse's follow-up service visit, he found an issue with the vacuum. He replaced the vacuum nozzle, cleaned a solenoid valve, and verified that all debris in the solenoid valve flow path was cleared. The analyzer's performance was again verified by the fse's multiple ise and customer-run calibrations and qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode assay results for two patient samples tested on the cobas pro ise analytical unit. Patient sample 1: the initial result from the analyzer is 157 mmol/l. The repeat result from an unspecified ise analyzer is 137 mmol/l. The doctor questioned the initial result, prompting the rerun. The repeat result was deemed correct. Patient sample 2: the initial result is 166 mmol/l. The repeat result is 150 mmol/l. The doctor questioned the initial result, prompting the rerun.